Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high pacing threshold measurement and intermittent loss of capture during the post-operative device check. Boston scientific technical services (ts) reviewed the longevity estimates using higher lv outputs and noted that the lv pace impedance had dropped to 215 ohms. No asystole greater than 2 seconds noted. A local boston scientific field representative reported that the lv lead was dislodged as confirmed via x-ray. The physician turned off the lv lead and no revision was planned as patient was doing well with rv pacing only. At this time, the lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.